Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 16.0 mmol/l. Troubleshoot was performed. Customer had tried new battery but the display did not turn on. The brand of the batteries customer was using were (B)(6). Customer stated battery compartment is neither damaged nor corroded. Customer was advised to leave the battery out for two hours than insert it again. Customer stated the insulin pump was blank during troubleshooting. Customer also reported failed battery test, the issue was not resolved. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Unit was received with a blank display anomaly due to battery tube power connector not fully connected into printed circuit board. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed battery test alarms due to blank display. Per visual inspection slight traces of corrosion found at the electronic assembly. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with minor scratched display window, case and keypad overlay.